Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer was not responding to the status update requests from the application. It was recommended that the client run the service disk to correct the error. The service disk was run and appears to have corrected the error. No patient involvement or complications were reported as a result of this event.